Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and the device evaluation. The device was evaluated where no abnormalities were found though there were several technical defects such as rubber glue worn out/chipped, play on angulation control knob, and insufficient angulation these defects were not considered severe enough to cause a potential adverse event and are likely due to wear and tear damage from use over an extended period of time. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the relation between the event and the device could not be confirmed. Though lower than that standard value, growth was confirmed after reprocessing in accordance with the instructions for use (IFU). This information is addressed in the instructions for use (IFU): "reprocessing manual:1.4 precautions: warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. " olympus will continue to monitor the field performance of this device.

Event description:
As reported, after a microbiological routine control test on the subject medical device as required by french regulation, the user detected an unexpected contamination. The issue found during reprocessing. The user then sent the device to the (B)(4) olympus subsidiary for hmi (hygiene microbiological investigation) for further investigation. The user did not report any contamination or any patient injury or patient infection to which this medical device could have been a contributory cause. No user injury reported.

Manufacturer narrative:
The customer hmi (hygiene microbiological investigation) results reported the endoscope device channel (all channels) tested positive for pseudomonas aeruginosa, stenotrophomonas maltophilia at 100 cfu . (B)(4) olympus subsidiary for hmi (hygiene microbiological investigation) results device tested with microcccaceae and staphylocoques coagulase negative at 2 cfu. The results obtained comply with the target level defined in the regulations of (B)(4) outlined on (B)(6), 2016. The results are conform to french recommendation. Below are information on customers cds checklist: cds: paa_cds machine soluscope aniosyme synergy -the detergent used for cleaning soluscope paa - the disinfectant used for disinfection. Aer treatment type- soluscope. Storage - armoire cabinet/ vertical investigation is ongoing. This report will be supplemented accordingly following investigation.